Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. No product or photo was returned by the customer. The customer reported that fluid was not coming out of the drip chamber and backing up into the bag could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using unspecified bd tubing there were flow issues. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that fluid was not coming out of the drip chamber and backing up into the bag. Some bd tubing issues. There were 2 instances with the tubing where the fluid was not coming out of the drip chamber and backing up into the bag.